Manufacturer narrative:
The device has been received by the manufacturer for investigation. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that the tip of the device is breaking off. No further info has been received despite numerous attempts to contact the account. There are no allegations of adverse consequences associated with this event.